Event description:
The customer's parent called and reported customer's insulin pump was alarming excessively with no delivery. Customer reportedly had difficulty pushing insulin through with a plunger. It was explained that there was an issue with the infusion set or reservoir and to change entire set and reservoir. Customer's blood glucose was 330 mg/dl. Customer was advised the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.